Event description:
On december 06, 2023, it was initially reported to gynesonics that 42-year-old patient with presumptive fibroids diagnosed four years prior. She had been suffering from heavy menstrual bleeding for over a year, and wished to preserve her fertility. Thus, a combination of transvaginal fibroid resectoscopy as well as sonata therapy was chosen. During hysteroscopy, the endometrial cavity was markedly indented by a type 2 fibroid of the left uterine wall. As the fibroid felt unusually soft, a biopsy was taken with the resectoscope, after which two ablations were made with the sonata system. Histologic analysis of the sample taken was consistent with a stump tumor. Three weeks postoperatively, the patient experienced a vaginal expulsion of an approximately 2.5 cm mass. The patient preserved the tissue, permitting histopathologic examination, confirming the hysteroscopic biopsy diagnosis of stump. Mr of the pelvis showed several uterine fibroids next to a 3.1 cm mass in the endometrial cavity without signs of myometrial invasion. There was no sign of lymphadenopathy. Transvaginal ultrasound displayed a 2.8 x 2.5 x 3.1 cm mass without signs of perfusion. Given the residual tumor mass, the patient agreed to undergo laparoscopic hysterectomy six weeks after the original procedure (transcervical fibroid ablation with the sonata system). Histologically, the findings were compatible with a leiomyosarcoma (spindle cell "conventional" type). The tumor showed a spindle cell (conventional) morphology with compact and relatively well-organized fascicles with homogeneous cytological aspects without distinct cell atypia. Additional embedding showed a focal invasion pattern at an isolated site. The vital component was approximately 15%. Evidence of a greatly increased mitotic index and areas recognizable as tumor necrosis in the new specimens were suggestive of leiomyosarcoma. The serosa was intact, and the resection borders were free of tumor cells. So, in brief, this is a patient who was diagnosed with a stump tumor after tfa, had expulsion of said tumor, but was noted to have residual tumor in the cavity and underwent hysterectomy that indicated a diagnosis of leiomyosarcoma.

Manufacturer narrative:
There was no report of device malfunction during the procedure an the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.